Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was observed that the plastic connector had broken through the packaging. This product problem compromised the sterility of the device, but it was noted prior to any patient contact.